Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient experienced painful overstimulation at least three to four times a week while walking and recharging her ipg. The ipg was explanted and replaced on (B)(6) 2013 and was reported under MFR. Report: 1627487-2013-08209. It was also reported the patient is still experiencing pain after the ipg explant and replacement.